Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: what is the product code for the device that was used in the procedure? What is the lot number or batch number? What type of procedure was the device used in? Please explain what is meant by, ¿the device did not cut the way it is supposed to?¿ how was the procedure completed? Is the device available for return? During the 4th firing on a sleeve gastrectomy, the staples were formed but it did not cut as it should and the staples did not hold the ventricle together. The staple made a hole in the ventricle. Were the staples malformed? Yes. Was there staples missing from the staple line? Yes. How was the whole repaired? With suture. How was the procedure completed? He took a new blue cartridge and stapled over the previous staple line. Was there any intra-op or post op care changed for the patient? If so please explain. He had some fever but after a more detailed examination it was not any problems with the patient.

Event description:
It was reported that during an unknown procedure, the device did not cut the way it is supposed to. More info to come after we have spoken more to surgeon. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information: cartridge. The analysis found that one ec45a device was returned in good visual condition with nine cartridge reloads present. Cartridge (b, c, d, e) ecr60b, l5530a, were received fully fired and with cartridge deck damage. Cartridge (f, g, h) ecr60b, l5597r were received fully fired and in good conditions. Cartridge (I, j) ecr60g, l5565u were received fully fired and in good conditions. In addition the knife was inspected under magnification and nicks were found. The found damage on the cartridge (b, c, d, e) deck and knife is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occur. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the cut was noted to be jagged due to the found damaged knife condition. Please note crossing staple lines at the wrong angle can cause the knife to get trapped in a staple web, damaging the knife so that it cannot cut the tissue properly and fast enough. If the tissue starts to move because the knife is trapped in a staple web the tissue will tend to bunch up creating a staple log jam. When the force gets great enough the tissue will move forward distally out the jaws leaving malformed bunched staples and an in complete cut line.